Manufacturer narrative:
The following sections were updated: b4, g3, g6, h2, h6 and h11. Additional type of investigation codes that were unable to be added in h6: labeling review. Analysis of images. The complaint for delivery system and/or guidewire pushed into ventricular wall was confirmed with objective evidence from the internal imaging analysis confirmation of the pericardial effusion. The device history record was reviewed finding that this device passed all manufacturing and sterilization inspections. Based on this review, no non-conformances related to the complaint event were identified. Information provided by the edwards clinical specialist confirmed the patient was converted to surgery following the identification of a pericardial effusion. Initial wire placement was very nice with the wire posterior of the papillary heads and near the apex of the ventricle. While introducing the delivery system wire position was lost, no initial signs of entanglement with sub valvular structures were noted at this point. Posterior flex was utilized to bring the wire curl back into the apex, the wire was then retracted and advanced. After re-advancing the wire it was noted to be completely entangled with the sub valvular structures. The wire was reset again with good wire position established; however, wire pressure observed on flouroscopy. As per comments from the clinical specialist, the wire was potentially not pinned during valve crossing. The wire was reset again to try and resolve the entanglement; however, the attempted maneuvers were unsuccessful in detangling the wire from the trabeculae. The capsule was noted to be low during capsule gap. Height gaining maneuvers were performed to raise the valve, wire pressure was not applied during this step. After gaining height for improved capsule gap positioning, a drop in pressure was noted by anesthesia. An effusion was confirmed, and the valve was deployed as quickly as possible. The patient was converted to surgery to repair the perforation. The patient is reported to be doing well and has been discharged from the hospital. Edwards clinical specialist had recommended mid procedure to remove the delivery system from the atrium and re-perform wire placement. The available information indicates that wire management combined with challenging patient anatomy were the likely root causes of the rv injury. Challenging patient anatomy of significant trabeculae led to difficulties managing the wire.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
As reported by the edwards lifesciences affiliate in france, edwards received notification of a 52mm evoque procedure in tricuspid position by right femoral vein. It was reported that during the procedure, there was a right ventricular (rv) perforation during the ventricular valve expansion. The valve was initially positioned too deep. To correct this, an intentional push was applied to the guidewire to gain additional height. The guidewire became entangled and was positioned septally and laterally during ventricular valve expansion. The rv perforation occurred, leading to a sudden and severe pericardial effusion. The patient was converted into surgery where emergency release of the valve had to be performed. Engagement appeared sufficient in the septal and anterior regions, but posterior engagement could not be assessed because of tamponade and time constraints. Fluoroscopy indicated possible posterior rocking of the valve. Echocardiographic assessment was not feasible due to the emergency nature of the surgery and the poor image quality caused by the severe pericardial effusion.